Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The skin reaction was described as discomfort with itching and tingling. Reaction was located on the abdomen. On (B)(6) 2016, the patient was prescribed triamcinolone acetonide 0.1% cream, dicloxacillin 500mg and prednizone 10mg. No additional patient information is available. No product or data was returned for investigation. However, a photograph of the reaction was provided for evaluation. The reported event of skin reaction was confirmed. A root cause could not be determined.